Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoid procedure, the blade of the device would not retract and it protruded from the jaws of the device. There was no injury to the pt. Upon receipt of the device for eval at covidien, a preliminary investigation confirmed that the knife was protruding from the jaws of the device.